Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: the pump's black box data from the date of the alleged event had been overwritten due to continued use of the pump. A rewind, load and prime sequence were successfully performed with no loud noise duplicated. The pump's force sensor was measured to be within range. No prime issues were observed in the current black box. The pump completed 24 hour duration testing with no alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump while priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.